Manufacturer narrative:
Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." In this case, the event was related to user error. There was no evidence or allegation of a device malfunction in the report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during implant of a 29mm sapien 3 valve by tao approach, the valve was crimped and placed upside down. A second valve was implanted inside the first valve in the correct orientation. At last report, the patient was still intubated in intensive care (coma post anoxia). No additional information could be obtained.

Manufacturer narrative:
Additional information was received. Sections were updated. The model number was inadvertently entered incorrectly. The model number in section was corrected.

Manufacturer narrative:
There were two valves implanted in this patient, serial numbers (B)(4). I could not be confirmed which valve was implanted first. A corrected supplemental is being submitted.

Manufacturer narrative:
Additional information was received. The patient expired 5 days post procedure.